Event description:
Caller reported an issue with a continuous glucose monitor (cgm) showing an error. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, and the caller successfully restarted the sensor session.